Event description:
It was reported that the device had exhibited <250 ohms impedance since 2004. The measured lead impedance ranged from about 30 ohms to 77 ohms. The amplitude of the pulse generator was programmed higher and monitoring will continue.